Manufacturer narrative:
The returned pacemaker was analyzed and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as during a routine check it was found that the battery level was one point five years and during the previous check a few months prior was at three point five years. This patient is pacemaker dependent with a ventricular output setting of 4 volts. This patient will undergo a preventative replacement procedure soon. At this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as during a routine check it was found that the battery level was one point five years and during the previous check a few months prior was at three point five years. This patient is pacemaker dependent with a ventricular output setting of 4 volts. This patient will undergo a preventative replacement procedure soon. At this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as during a routine check it was found that the battery level was one point five years and during the previous check a few months prior was at three point five years. This patient is pacemaker dependent with a ventricular output setting of 4 volts. This patient will undergo a preventative replacement procedure soon. At this time, this pacemaker remains in service. No adverse patient effects were reported.